Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 470 mg/dl. Reportedly, the suspected cause of the elevated bg level was due to the customer delaying to deliver the food bolus. A bolus via the pump was delivered to address the high bg level. The customer successfully continued using the pump for insulin therapy.